Manufacturer narrative:
Investigation results: a complaint of foreign matter was received from the customer. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the picture samples the foreign matter could be seen but due to the product being opened, it could not be confirmed whether or not the contamination occurred prior to unpackaging. The process was investigated and an attempt was made to duplicate the defect, but it was unsuccessful. Bd was not able to confirm the customer¿s indicated failure mode. The raw material supplier was notified so they investigated any relationship to this problem. Maintenance records were evaluated and nothing related that could affect the process. The staff was informed about the problem in order to identify the root cause. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecta white 360deg shelf experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: 3 way connecta - contaminated with blood product found while opening the packaging of product- during opening of packaging of 3 way connecta stand alone, nurse found it was already contaminated with red and yellowish fluid.